Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. Suture thread is snapping very easily at the time of making the knot, being necessary to perform several exchanges during the surgical procedure. No reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: this issue could cause damage in the postoperative period of patients, as dehiscence, for example. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm how many times this event (suture thread is snapping very easily at the time of making the knot) occurred during this one procedure? Were there any patient consequences? It was reported that "this issue could cause damage in the postoperative period of patients, as dehiscence, for example". Were any of this issues observed or just the risk presence? Event/procedure name and date? Is this device available for analysis? If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported on: mw# 2210968-2023-06880. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: date of identification/occurrence: on (B)(6) 2023. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.